Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) will not be able to investigate the product as the product has already been discarded by the hospital. A review for similar complaints for the specific product has been performed and no similar incident with a failure confirmed was found. Based on this a confirmation of the failure is not possible. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). Pediatric case where the bubble sensor on the s5 pump has been activated, cutting out the arterial. Roller pump. This occurred at the beginning of cpb within the first few minutes. The perfusionists involved followed the emergency air emboli procedure in a timely manner, to check and remove air from the circuit in order to safeguard the patient. The patient was isolated from the cpb circuit whilst the circuit was checked for air bubbles; none were seen at the oxygenator, arterial filter or bubble sensor. Air bubbles were seen at the arterial line/arterial cannula and were removed via disconnection of the arterial line. Cpb was recommenced without further incidence.ref.: # 703005690 customer ref.: ukcp0304